Event description:
It was reported that "over the past week, after filling a new cartridge with 200 units of insulin, the pump alerted that there is zero insulin after less than one day although he used less and saw the insulin inside the cartridge". There was no reported impact to the customer. Customer replaced cartridge and reset pump, and no further details were available regarding outcome or additional actions taken.